Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose close up to 400mg/dl and drive support cap was protruded. Customer states insulin is "squirting out" during the manual prime process. Customer¿s current blood glucose was not given. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, however it alarmed prime during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address label, stained serial number label, cracked belt clip slot, cracked reservoir tube window and cracked case reservoir tube window corner.